Event description:
Boston scientific received information that during a generator change-out this right ventricular (rv) lead was tested and had normal measurements. The lead was inserted into the new device and the set screws were tightened. The physician then observed that this lead's terminal pin had become loose and, on further inspection, had come separated from the lead. This lead was the surgically abandoned. A new lead was not able to be placed due to vein occlusion. The next day a new system was implanted on the patient's other side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.